Event description:
It was reported that the customer was hospitalized due to high blood glucose levels over 400 mg/dl. The customer's last infusion set change was done on the day of the event. It was also stated that the customer was diagnosed with gastroparesis. During the hospitalization, the hospital staff was having a difficult time stabilizing the customer's blood glucose levels. The customer's endocrinologist recommended keeping the customer on the insulin pump, receiving insulin from the basal rates only. The customer's blood glucose dropped to 365 mg/dl, and the hospital did not check her blood glucose after that. The customer then experienced hypoglycemia, and went into a coma. The blood glucose levels were too low to register on the glucose meter. It was stated that the insulin pump would be uploaded in carelink. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.